Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 568 mg/dl. The mother also requested assistance with delivering a bolus to the customer. The mother declined to troubleshoot for the customer's high blood glucose. The mother stated the customer's blood glucose declined to 385 mg/dl at the end of the call. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.